Event description:
Possible overdelivery reported. The pump was in home care use to infuse morphine 20mg/ml, 100ml (2000mg) container, 18mg/h continuous rate with a 2mg pca bolus dose, 30 min pt lockout and a 2 bolus/h limit. The IV container reportedly emptied "too soon" (time not specified). The display indicated 80ml infused when the bag was noted to be empty. The pt did not experience any adverse effects. Report source indicates the pt had "never really achieved adequate pain management. He was later admitted to a hospice house for more aggressive pain management and due to increasing care needs that the family could not meet." No add'l info was available.